Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Ac power was connected. Unit was powered up and passed post. A test filter line was connected. Filter line was used to measure technician's breath for over 20 minutes. Co2 readings were consistent between ~33-38. Respiratory rate fluctuated between ~6-9. No reading issues were observed. Calibration check was performed and unit read 5.2% co2, which was within specification. Leak test was performed using manometer cl-14548 and stopwatch cl-11304. Leak test failed. Mbar reading continually dropped throughout the test. Rear housing of the device was removed. Tubing was disconnected from the inline filters going to the co2 module. Leak test results still failed due to continual leakage. Housing was removed from the co2 module. Leak testing at the board failed again. Leak test was performed at the tubing running to the module internal filter. Module was able to retain pressure. Leak test was performed individually on the filter. Filter was found to be leaking and could not hold pressure unless the end was covered tightly. Co2 module was removed and retained. It was reported that the device failed a leak test and co2 readings were incorrect. The reported issue of co2 reading incorrect was not confirmed and failed leak test was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device failed a leak test and the co2 readings were incorrect. The issue was first observed during pre-operative preparations. Troubleshooting steps included swapping to isolate the problem, but the device was unable to pass the leak test and co2 readings remained off. There was no patient involved.